Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that during the procedure, the subject stent system was navigated and positioned into the target site; however, the physician was not able to release the stent. The physician looked at the x-ray and preparation table, but the stent was not found. No clinical consequences were reported due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information was provided by the customer indicated that the device prepared as per the dfu. During device manufacture components are electronically scanned to ensure the component is present per stryker procedure. In addition, confirmation the stent is loaded is verified per stryker procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported issue.

Event description:
It was reported that during the procedure, the subject stent system was navigated and positioned into the target site; however, the physician was not able to release the stent. The physician looked at the x-ray and preparation table, but the stent was not found. No clinical consequences were reported due to this event.